Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. The device's therapy board was replaced as a precaution. A conclusive root cause could not be determined. The device was returned to the customer for use.